Event description:
Reportedly, during the final filtration into the storage container, the cream colored connector below the clamp separated from the tubing. Approx the last 50cc's of bone marrow cells were lost. The pt was not adversely effected by the event. Sufficient bone marrow had already been captured for the pt. The product will be returned for eval. At the time of this report the product has not been rec'd for eval.